Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was giving a false low blood glucose level, and which caused her insulin pump to go into threshold suspend. The customer stated the insulin pump alarmed sensor error. When she removed her sensor, she discovered that the cannula was bent. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.